Event description:
It was reported to baxter that the reservoir of one (1) ce intermate sv200 device had ruptured during filling. The device was being filled with an unknown amount of normal saline. There was no patient involvement. No additional information is available. This is report 1 of 2 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Additional narrative: the customer originally stated the sample was available for evaluation; however, after following up with the customer baxter was informed the sample is not available. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.